Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: an abdominal aortic aneurysm repair was completed on (B)(6) 2018 which included the placement of a zenith flex with spiral-z technology aaa endovascular graft iliac leg graft as the left, ipsilateral leg in the system, zsle-24-74-zt, lot 7530294, without difficulties. During the then 76 year-old male's (B)(6) 2019 routine checkup, the left common iliac was found to be occluded through the graft and captured in MDR#1820334-2020-00313. As a correction to the occlusion, the patient will undergo a femorofemoral surgical bypass in (B)(6) 2020 to ensure sufficient blood flow to the limb. Thrombus formation in the main body was discovered during imaging review, which is the subject of this complaint. A review of the documentation including the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications, as well as a review of imaging provided, was conducted during the investigation. The complaint device was not returned for evaluation as it remains implanted; however, imaging was provided and sent for expert review. The review confirmed a complete occlusion of the left zsle iliac leg and limb, as reported in MDR#1820334-2020-00313. This thrombus was also found to be continuous with mural thrombus observed in the main body graft, captured in this report. Based on the measurements from the study, the main body graft is likely a tffb-36-95; however, this has not been confirmed by the user facility. Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the affected products are safe and effective for their intended use. A review of the device history record could not be completed due to a lack of lot information from the user facility. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: 2 indications for use: the zenith flex aaa endovascular graft with the with the z-trak introduction system is indicated for the endovascular treatment of patients with abdominal aortic or aortoiliac aneurysms having morphology suitable for endovascular repair, including: - adequate iliac/femoral access compatible with the required introduction systems, - non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: - with a length of at least 15 mm, - with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm, - with an angle less than 60 degrees relative to the long axis of the aneurysm, and - with an angle less than 45 degrees relative to the axis of the suprarenal aorta." - iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter. Warnings and precautions. 4.1 general: - patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up : key anatomical elements that may affect successful exclusion of the aneurysm include...an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length). ¿necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. 4.5 implant procedure ¿ inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Avoid damaging the graft or disturbing graft positioning after placement in the event reinstrumentation (secondary intervention) of the graft is necessary. - do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels. 5. Adverse events: adverse events that may occur and/or require intervention include, but are not limited to: - arterial or venous thrombosis and/or pseudoaneurysm; - bleeding, hematoma or coagulopathy; - claudication (e.g., buttock, lower limb); - graft or native vessel occlusion. After placement, a final angiogram is instructed to ensure patency of vessels, placement of grafts, and no endoleaks. Based on the information provided, inspection of the imaging provided, and the results of the investigation, a definitive cause for thrombus formation was traced to patient condition. The most likely cause is attributed to the inverse funnel shape of the patient's anatomy that may have been known at the time of placement or developed due to underlying pathology. Additionally, thrombus formation within the graft is listed as a potential adverse effect in the product IFU. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Suspect medical device: image review suspects the device is a tffb-36-95, but this has not been confirmed by the customer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Upon image review for the event reported under MDR# 1820334-2020-00313, thrombus formation was discovered in the zenith flex aaa endovascular graft bifurcated main body.